Manufacturer narrative:
Evaluation of the returned ruby coil could not confirm the reported complaint. Evaluation revealed that the device was functional. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration px slim without an issue. Further evaluation of the device revealed kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, a ruby coil would not advance from the introducer sheath to the px slim. Therefore, the ruby coil was removed. The procedure was completed using a new coil and the same px slim. There was no report of an adverse effect to the patient.